Event description:
Reference number (B)(4). Event occurred in the new zealand. It was reported on 19-aug-2024 that the infusion set cannula was dislodged from tissue which results into high blood glucose level of 19.5mmol/l. The customer addressed the high blood glucose by correction bolus via pump. The issue got resolved by replacing the infusion set and resumed insulin deliveries. No further information available.